Event description:
It was reported that the nurse stated that they have a patient cooling, targeted temperature (tt) was 33.5c. The arctic sun device stopped therapy and alarmed that the reservoir was empty. Nurse filled the reservoir. Now when they tried restarting therapy, it was alarming 14 patient temperature 1 probe out of range. Informed nurse it might be a bad probe or a short in the cable. Recommended to try replacing the probe for a new probe. If the device was still alarming, then try switching the cable out. Nurse would try this and call back if needed. Confirmed with nurse did empty the pads prior to filling the reservoir. Per follow up information received via task on 04mar2025, spoke with nurse manager that they had been in contact with the biomed team onsite and believed the issue has been resolved. No details were provided on exactly what was done to repair. No information was available on whether the patient completed therapy during the initial report.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no material number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient cooling, targeted temperature (tt) was 33.5c. The arctic sun device stopped therapy and alarmed that the reservoir was empty. Nurse filled the reservoir. Now when they tried restarting therapy, it was alarming 14 patient temperature 1 probe out of range. Informed nurse it might be a bad probe or a short in the cable. Recommended to try replacing the probe for a new probe. If the device was still alarming, then try switching the cable out. Nurse would try this and call back if needed. Confirmed with nurse did empty the pads prior to filling the reservoir.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.